Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Migration is a known potential adverse effect per device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. The migration was reported to be due to severe calcification, tight stenosis, a small annulus, small coronary sinuses, and ventricular hypertrophy. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Per the physician, the valve migration caused the coronary occlusion. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per the physician, the coronary occlusion caused the myocardial infarction. Heart failure (of which cardiogenic shock is a form of) is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). Per the physician, the coronary occlusion caused the cardiogenic shock. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was correctly positioned and deployed without complication. Vascular access was closed. The patient remained on the angiographic bed and converted to pulseless electrical activity, also known as electromechanical dissociation. An aortography was performed and revealed a slight cranial migration of the valve. The valve migrated due to severe calcification, tight stenosis, a small annulus, small coronary sinuses, and ventricular hypertrophy. The migrated valve caused complete occlusion of both coronary ostia resulting in a myocardial infarction and cardiogenic shock. Cardiopulmonary resuscitation was initiated and contralateral re-access was performed. The valve was snared and positioned in the ascending aorta. Hemodynamics recovered. A second valve was not implanted. No additional adverse patient effects were reported.